Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, upon the closure of the vaginal cuff , the needle fell off and was retrieve with graspers. An additional suture was loaded onto the stitch and it was used without tissue. It was opened 45 minutes prior to use. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.